Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator that was connected to a fully powered sprintpack powered off while on a patient. There was no patient harm reported associated with the event. Unit did alarm before it went off, but specific alarm was not reported by the user. The customer confirmed that the patient was bagged as alternative ventilation.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding unit powered off while on a patient. Reported issue was isolated to a defective internal battery, most likely due to maintenance issue. A visual inspection of the unit did not show physical damage. The unit was attempted to power on using the internal charge of the internal battery; however, the charge level was to low to do so. After supplying the vent wit wall ac power, the unit was then powered on and it fully booted-up without any alarms. The internal battery charge led indicator was indicating the internal battery was accepting charge. After 8 hours of charging, ac power was disconnected while the vent was cycling using the battery duration settings per service manual and it failed to supply enough charge to cycle the ventilator for no longer than 3 minutes, which caused the vent to power cycle on/off as reported in the complaint. Using a known good internal battery it was then installed into this vent and with only 20 minutes of charge the vent operated well past 20 minutes and the reported issue was no longer reproducible. The unit will be move to factory service to have a new battery installed then processed back to the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.